Manufacturer narrative:
The following devices were returned to the manufacturer on (B)(4) 2015: (B)(4). (B)(4) was received on (B)(4) 2015. (B)(4). Showed abnormal values for max error and cycle count, which suggests a system communication error or a defective component. These incidental finding points to an apparent problem that might have occurred with the chip set write/verify operation to flash memory. There is no evidence to suggest that this malfunction was related, caused or contributed to the reported event. (B)(4). The returned battery passed visual inspection and functional testing. Review of the log files revealed occurrences of critical battery alarms and switching events prior to the 25% threshold. The critical battery alarms and premature switching events are most likely due to communication anomalies between battery and controller. This unit performed per specification at the bench. (B)(4). The returned battery passed visual inspection and functional testing. Review of the log files revealed occurrences of critical battery alarms and non-continuous switching events prior to the 25% threshold. The critical battery alarms and premature switching events are most likely due to communication anomalies between battery and controller. This unit performed per specification at the bench. (B)(4). The returned battery passed visual inspection and functional testing. Review of the log files revealed occurrences of critical battery alarms and non-continuous switching events prior to the 25% threshold. The critical battery alarms and premature switching events are most likely due to communication anomalies between battery and controller. This unit performed per specification at the bench. (B)(4). The returned battery passed visual inspection and functional testing. Review of the log files revealed occurrences of critical battery alarms and switching events prior to the 25% threshold. The critical battery alarms and premature switching events are most likely due to communication anomalies between battery and controller. This unit performed per specification at the bench. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2015-01005, 3007042319-2015-01006 and 3007042319-2015-01007) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the patient that they experienced switching between the two power ports. The controller was exchanged with no reported clinical impact or consequence to the patient. All additional batteries were also exchanged from facility stock. No additional information was provided. This is report 3 of 3.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is three of three reports (3007042319-2015-01005, 3007042319-2015-01006 and 3007042319-2015-01007) submitted for devices related to the same event. Device has not been returned.